Event description:
It was reported that the customer had a high blood glucose level of 599 mg/dl. Customer does not think the issue is the pump. Customer treated with the pump. Customer stated that they have a back-up plan. Customer woke up in the middle of the night with a blood glucose level of 600 mg/dl. Customer works at school and may be getting sick. Customer will monitor and call back if issue recurs. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.